Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05sep2019. The manufacturer's field service engineer (fse) performed troubleshooting and recommended the customer replace the oxygen sensor assembly. The customer replaced the oxygen sensor assembly and the device passed all testing. The unit was returned to service. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the air flow accuracy was out of tolerance. There was no patient involvement.